Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer was in the hospital and contact believed that the low bg was due to the customer's all liquid diet. Contact stated that the hospitalization was unrelated to diabetes, pump, or supplies; however, they declined to provide the exact reason for the hospitalization. Customer received intravenous glucose and programmed a temporary basal insulin rate with the assistance of tandem technical support to treat bg levels. Recommendation was made to contact tandem if they had any further questions. Contact acknowledged.